Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2017, to excise excess skin, following the procedure, the patient was prescribed oral antibiotics. The implanted device remains insitu.